Manufacturer narrative:
Evaluation summary traces of blood were detected on the device. The balloon appeared inflated. 0.014" guide wire was passed successfully. Connecting a manometric syringe to the inflation line, negative pressure was applied and a leakage was detected from the inflation line. The balloon was inflated and a cut was detected on the surface. The balloon was analysed and a longitudinal cut was detected on the proximal side. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the amphiprion deep 14 otw balloon catheter with a non-medtronic 0.014in 175cm guidewire, to treat a 40mm moderately calcified, moderate tortuous lesion with (B)(4) stenosis in the superficial femoral artery as per IFU. No abnormalities observed during prep, negative pressure was applied to the device. It was reported that after inflation and deflation was repeated three times at the nominal pressure, pre-dilation cycle, pressure 7 atm, 15 sec, (B)(4) stenosis remaining post pre-dilatation, the balloon was again inflated but ruptured at around 13 atm, difficulty was encountered removing the device from the patient. The procedure was completed using a non-mdt balloon catheter, following dilation and stent implantation, the procedure was completed with a delay of less than 30 minutes. No fragments remained inside the patient¿s body. No patient injury reported. Primary disease: arterial occlusive disease